Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and the proximal conductor fractured. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay had a cosmetic environmental stress crack, the outer tubing was torn, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead was removed due to pocket irritation and pain. The lead had been previously capped and replaced. No further patient complications were reported as a result of this event.

Event description:
It was reported that the lead was removed due to pocket irritation and pain. The lead had been previously capped and replaced. No further patient complications were reported as a result of this event. It was also reported that the lead was previously capped and replaced because there may have been a fracture. The portion of the lead that remained in the patient was later removed due to pocket irritation.